Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, eight hips had developed grade I heterotopic ossification and two hips had developed grade ii heterotopic ossification at follow-up. The minimum follow-up period was 24 months. All of the acetabular cups and femoral stems had radiographic evidence of bone ingrowth at the time of last follow-up.